Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient's mother that they were at home on thursday. The patient's blood sugars were not going up. The pod was worn for 24 to 36 hours on the leg. They were staying at 45-50 mg/dl. Patient was eating sugar candy and ¿all kinds of stuff.¿ they had performed a temp basal and finally had taken off the pod to try and fix the issue. Mother stated that her daughter¿s bg levels had risen a little. Patient was then taken to the emergency room. Patient's mother stated that they had not given the patient insulin, they had instead given the patient intravenous therapy with fluids. Patient was able to put be on another pod later that night.